Event description:
It was reported that a patient experienced an unknown infection manifested by a fever and later died due to an aneurysm coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the infection. Treatment was not reported. On a later date, the patient experienced an aneurysm secondary to the infection. Pd therapy was ongoing at the time of death; however, the patient was not performing a pd exchange when the patient died. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The onset of the infection was not reported. Should additional relevant information become available, a supplemental report will be submitted.